Event description:
Report #3 of 4 received of an IV tubing set causing cassette test failure alarms. The customer reported that following priming and placement of the cassette into the device, the pump was turned on and it alarmed. The tubing was changed and the pump ceased to alarm. There was no pt involvement.